Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
On (B)(6) 2016 at 9:30 am: e4 displayed, the patient disconnected and primed but did not exchange anything. At 1:00 pm: blood glucose level: 300 mg/dl; 2:30 pm: blood glucose level: 390 mg/dl, nausea, dyspnea. The patient calls the emergency services and is sent to the emergency room by ambulance (the patient exchanges the whole infusion set before going to the hospital). Blood glucose in the hospital: 414 mg/dl and 2 positive ketones, treated with serum therapy and the basal from the pump. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.